Event description:
Report received from (B)(6) states: ¿the cutter did not cut. No pt impact.¿

Manufacturer narrative:
The device was requested for eval; however, has not been returned. Should add¿l info become available, a supplemental report will be submitted. Sterilization and lot history records were reviewed and no exceptions were found.